Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Stored electrocardiograms do not sure evidence of t-wave oversensing (twos). Sensing integrity counter (sic) counts are low at less than one per day over the last 617 days. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increased sensing integrity counter (sic) and t-wave oversensing (twos). During the device check oversensing was not reproducible. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.